Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a low blood glucose level that was too low to measure according to the customer. The customer stated their blood glucose level was at 10 mg/dl at one point. The customer is unsure what caused the low blood glucose, but they mentioned that they had issues with lost sensor alerts. The customer was lying in bed when they felt a spasm attack prior to the hospitalization. The customer stated that the sensors were not bent. The customer just wanted to have the issue documented. The customer did not return the product back for analysis.